Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined limited information available); inherent risk of procedure (revascularization).

Event description:
Approximately 17 months post index procedure target limb stenosis was reported. Intervention was required. The investigator indicated that the reported event was not related to the study device. The patient recovered with treatment.

Event description:
During index procedure, the patient had one complete se stent implanted to the mid left sfa. Approximately 12 months post index procedure target vessel stenosis was reported. Investigator reported a definite relationship to the study device. The stenosis was not treated. Approximately 12.5 months post index procedure target limb stenosis was reported. Vascular intervention was performed. It is unknown whether the reported event was related to the study device.